Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-nov-2018 with the following findings: there were frequent low battery warnings in the pump. The pump had evidence of short battery life. The pump's current draws were high. When the cgm board was disconnected from the pump, current draws returned to normal. There was an intermittent condition found on the cgm module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.